Manufacturer narrative:
(B)(4). Ten (10) of the received samples from lot # 0061555072 were visually examined per specification with no defects noted. These ten (10) samples were occlusion and leakage tested per specification with passing results. The returned unused sets did not confirm the reported defect of leakage. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Event description:
While administering the electrolyte solution to a nicu patient, the nurse found that the female luer was cracked causing about 5 ml of blood to leak.